Event description:
It was reported that during a rotational atherectomy procedure, the tip of the wire fractured and remains in the pt. No attempt was made at retrieval. Pt status is listed as "okay".